Event description:
(B)(4).

Event description:
It was reported that when interrogating an implanted device the programmer experienced an error. Also reported, that new software had been loaded onto the programmer prior to the device interrogation. The software was reloaded and the error cleared. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.